Event description:
The customer reported that the system power button was bad. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the power switch and the power plug. The system was tested and found to be working as intended and put back in service.